Manufacturer narrative:
(B)(4). Evaluation summary: one actual unit enclosed in a plastic bag was received at the plant for evaluation. In order to confirm the reported blockage, the sample was leak tested under water using 0.56 bar of air pressure. This analysis did not confirm any functionality issue. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a continu-flo set where a line blockage was noticed during priming. The unit is available for evaluation. No patient injury or medical intervention is associated with this event. No additional information is available.